Event description:
End user was in her kitchen sitting on the seat of the rollator. One of the wheels suddenly came off and she fell. She cut her hand, sustained a bruise to her head and fractured four ribs. She was hospitalized for four days. She was discharged to an assisted care facility and the daughter was told she may not be able to live on her own any more.

Manufacturer narrative:
Walker was not received for eval.